Manufacturer narrative:
(B)(4). The initial report was submitted under (B)(4). It was determined that the investigation should be performed on (B)(4). This report is being filed on an international product, list number 9k09 that has a similar product distributed in the us, list number 4b25-22. Expiration date corrected to 12/15/2009. The samples in question and a returned reagent kit were not available from the customer site for this investigation. A file sample of the axsym toxo igm reagent kit (stored at abbott laboratories), list number 9k09-20, lot number 76825hn00 was tested in combination with axsym toxo igm calibrator, controls and in-house panels used for the determination of the sensitivity of axsym toxo igm reagents. The calibration met the required assay validity requirements (assay parameters). The negative control and positive control values were within the specifications stated in the package insert and sensitivity panels were within manufacturing specifications. No sensitivity issue was identified. The complaint and manufacturing records for axsym toxo igm reagent, list number 9k09-20, lot number 76825hn00 were also reviewed. This review did not identify any problems relating to the customer's current observation. The axsym toxo igm (B)(4) assay package insert (B)(4) contains information to address the customer's issue. Based on the current investigation, it has been determined that the axsym toxo igm assay, list number 9k09-20, lot number 76825hn00, is currently meeting its safety, effectiveness, and label claims. The cause of the customer's observation remains unclear, since the sample in question was not available for this investigation. In reviewing the results obtained by the customer for the suspect specimen and its relationship to other testing (non-abbott) platforms, the discrepancy in results for toxo igm might be explained by the differences in technology and assay design. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete. Other: an investigation is in process.

Event description:
The customer states that one pregnant diabetic female patient generated axsym toxo igm assay false negative index results of 0.39 and 0.45. Ten days earlier this patient had generated a positive toxo igm assay result with a different methodology. The present sample also generated an axsym toxo igg assay result of 1800 iu/ml (positive). An immunocapture methodology was also used for testing along with an iga procedure and all results were positive. No suspect results were reported from the lab, and there is no impact to patient management reported.